Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a decrease in sensing and an increase in capture threshold that lead to a loss of capture were noted on the right ventricular (rv) lead. Lead dislodgement was the suspected cause of the event, however, diagnostic imaging could not confirm dislodgement. The rv lead was repositioned to resolve the event and the patient was in stable condition.